Event description:
A patient reported alleged inaccurate low results with a one touch profile meter. The patient's blood glucose results were 84 mg/dl and 46 mg/dl, performed 5 minutes apart with a difference of 34 mg/dl. Patient did not experience any adverse events. No further information has been reported.